Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 440 units. The customer added insulin and completed the load successfully. The customer's blood glucose level was 298 mg/dl and it was addressed with a manual injection.